Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked lcd keypad connector. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 401 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for keypad anomaly was performed. Customer stated that they replaced the battery on the insulin pump and the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.